Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was stuck on the blue screen due to a software issue. A field service engineer installed the rss 4.12 and rebooted the station to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system was stuck on the blue screen and remained unresponsive after a reboot, preventing users from accessing the medication. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.